Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
On (B)(6) 2012, medwatch uf/importer report (B)(4) was received: event desc: the patient was undergoing a robotic total laparoscopic hysterectomy with bilateral salpingectomy. The wires on the instrument broke. The fragments were retrieved from the patient's abdomen. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).